Event description:
It was reported that while using bd epicenter¿ data management system, two mic values were not recorded from a 440 panel. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation of a complaint involving epicenter. It was reported that the name of the mdms bacteria does not appear in m50. No other issues were reported. Bd investigated the issue. There was a limitation for the panel. Bd explained the limitation and discussed the issue. The issue was resolved. The equipment is operational. This is unconfirmed failure of a bd product. Review found complaints of this type were under statistical control for the month of august. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Event description:
It was reported that while using bd epicenter¿ data management system, two mic values were not recorded from a 440 panel. No patient impact reported.